Event description:
It was reported that the customer was hospitalized for hypoglycemia. The customer believes the pump bolused a large amount of insulin. It was indicated that the customer was driving home and their bgs had dropped drastically in a few hours. It was confirmed that the programming and histories were accurate. At the end of the call, the customer was advised to revert to manual injections per md protocol unitl the replacement arrives.